Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot h13c09067. No issues were noted during the manufacturing process. If additional relevant information is obtained, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced peritonitis, which manifested as abdominal pain and a high white cell count. The patient was hospitalized on the same day. On an unknown date, the patient was treated with vancomycin (dose, route, frequency not reported) and tazicef (dose, route, frequency not reported). Three days later, the patient was discharged from the hospital. The patient was recovering from the peritonitis. No additional information is available. This is report 1 of 4 involved in this peritonitis event.